Event description:
It was reported that restenosis occurred. Following the initial intervention performed on (B)(6) 2025, the patient demonstrated improvement, however, significant residual and recurrent disease persisted in the treated vascular segments. Despite successful recanalization and drug-coated balloon angioplasty of the right superficial femoral artery (sfa) and peroneal artery, subsequent noninvasive studies and clinical assessment prior to the second procedure on (B)(6) 2025, revealed flow-limiting stenoses in the right sfa, popliteal artery, and runoff vessels. During the repeat angiographic evaluation, intravascular ultrasound confirmed moderate to severe diffuse atherosclerotic disease, including interval progression and restenosis within previously treated segments. These findings necessitated additional endovascular intervention involving atherectomy and balloon angioplasty across multiple vascular levels. Collectively, the recurrence of clinically significant stenosis within a short interval following the prior procedure is consistent with restenosis.